Manufacturer narrative:
Concomitant: product ID 7495lz, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2008-(B)(6), product type extension. Product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2008-(B)(6), product type extension. Product ID 7434a, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in a car accident in (B)(6)-2013 and one of the leads was broken was a result of the car accident per the treating physician. The treating physician went in and fixed it and put in a new spinal cord stimulator (scs) and new wires. No outcome was reported regarding this event. Further follow-up could not be conducted to obtain this information. If additional information is received, a follow-up report will be sent.